Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber broke on the fabrics during commissioning. The procedure was completed with another device. There were no patient complications.